Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced infusion set tubing detachment on (B)(6) 2025. The infusion set was in use for three days. No further information available.